Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1 : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue. Samples returned - customer returned a total of three 4mm, 32 gauge pen needles. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. The last one was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported needle clog during injection stating that there was no insulin flow. Date of event : unknown. Samples : available.